Manufacturer narrative:
(B)(4). This report is being submitted pursuant to the provisions of 21 cfr part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information was requested and the following was obtained: the event description states the suture broke completely and came loose from the needle. Did the suture break or did it come loose from the needle? A: it was out from the needle. Or did both suture breakage and suture pull off needle occur? A: the suture was pulled off from the needle. Was there any patient consequence? A: no, there was no consequence to the paciente since they did not use the suture/needle when they saw the suture was out from the needle.

Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 3/18/2024. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H3 investigational summary: the product was returned to ethicon for evaluation. Visual inspection was conducted on the returned device. Visual analysis of the returned sample revealed that it was received one opened sample that pertained to product code sxpp1a441. After investigation of the sample, short insertion was observed in the strand. The visual inspection concluded that the combination of the needle/suture was detached from the needle since the insertion end of the suture did not meet the requirement. Based on the information currently available, the short insertion issue was identified as pull out during the investigation of the sample received. This product issue will be addressed through the ethicon quality system. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post-market surveillance.

Event description:
It was reported that a patient underwent a abdominoplasty on (B)(6) 2023 and barbed suture was used. During the procedure, when opening the thread, it was outside the needle. The suture broke completely on the first pass and came loose from the needle. It was intact on the first pass and broke. When pulled, it came off the needle. The thread came off the needle and they think it came with a factory defect. There were no patient consequences reported. Additional information was requested.

Manufacturer narrative:
Product complaint (B)(4). Date sent to the FDA: 10/23/2023. H6 component code: g07002. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent: device follow up did the suture break or did it come loose from the needle? Or did both suture breakage and suture pull off needle occur? Was there any patient consequence? To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.